Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed wire was confirmed, and the cause appeared to be use related. One 3cg stylet was returned for investigation. The power PICC was not returned for investigation. The stylet had been retracted through the septum on the t-lock extension set and the section of core wire proximal to the extension set was coiled. The white insulated wire was not bundled in its packaged state. The twist clip was still attached to the white insulated wire. Two tears were observed in the white insulated wire and approximately 8mm of the underlying wire were exposed in each location. A microscopic examination revealed that the tears in the insulation were rough and granular. Impressions were observed in the white insulation. This type of damage can occur if the bundled wire is forcibly straightened with the twist clip still attached. Due to the condition of the sample, it appeared that the damage occurred during use. A lot history review (lhr) of recn2901 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the 3cg wire was noted to be frayed in two places during placement of the device. It was stated that there was no patient harm.